Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that 11 days post stent graft implant the pt presented with severe abdominal and back pain. It was reported that the pt was outside the house working on a project and the onset of pain was noticed. A CT was performed and demonstrated that the stent graft was occluded in the iliac artery. The cause of the occlusion is unk. The physician elected to access the left iliac limb, angioplasty and a transcatheter thrombolysis was performed. No additional clinical sequelae were reported and the pt is fine.